Event description:
The patient was undergoing a thrombectomy procedure in the left brachial artery using an indigo system separator 7d (sep7d), an indigo system aspiration catheter 7d (cat7d), indigo system separator 7 (sep7), an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, the physician made one pass using the cat7d and sep7d. While making the second pass, the physician kinked the proximal end of the cat7d, but the physician decided to continue to use the kinked cat7d. Next, upon completing the third pass, the physician was removing the sep7d; however, resistance was encountered and the wire at the distal bulb of the sep7d broke off within the vessel. Subsequently, the physician was experiencing resistance while removing the cat7d and broke it into two separate pieces at the proximal end where the kink had occurred. Therefore, the cat7d was not used for the remainder of the procedure. It was also reported that the physician determined it was safe to leave the broken wire of the sep7d in the vessel and decided to place a stent to cover the broken wire into the vessel wall. The procedure was completed using a new cat7, lightning, and a new sep7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2023-00005.